Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h12k15069 and h12k04022 and no exceptions were observed that were related to the reported condition.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis (pd). The cause of the peritonitis was unknown. The nurse did not believe that the peritonitis was caused by touch contamination but re-training was to be scheduled anyway. Treatment rendered was not reported. Pd therapy was ongoing. At the time of this report, the patient had been discharged from the hospital and was recovering from the peritonitis. This is the same patient as (B)(4).

Manufacturer narrative:
(B)(4). The patient's medical history was significant for clostridium (c.) Difficile and peritonitis. The nurse stated that the patient had completely recovered from the peritonitis.